Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient's symptoms have completely resolved.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: t00005114.

Event description:
It was reported that following the implant procedure, the patient experienced a headache which worsened over several days. The physician suspects a cerebrospinal fluid leak. The patient's symptoms are resolving. It is unknown which lead contributed to the issue.